Event description:
It was reported that the patient presented with chest pain. The procedure was to treat a fully occluded distal left anterior descending (lad) coronary artery. The lesion was pre-dilated with a semi compliant balloon and the 2.5x18 mm xience prime stent was implanted at 16 atmospheres. Fluoroscopy after stenting showed a dissection at the distal end of the stent. A 2.5x12 mm xience prime stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.